Event description:
There was an allegation of questionable tina-quant c-reactive protein IV results from the cobas 6000 c501 module. The initial result was 06 mg/l with a data flag. The repeat result was 41.1 mg/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 869774. The expiration date was not provided. The field service engineer found there was a misadjusted sample probe. He adjusted and repaired the probe. Precision testing was performed and was acceptable. The investigation determined that the service actions resolved the issue.